Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle had a bent rubber. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: from the packaging, 2 syringes were defective. 18.oct.23: add info received. I realized at the time of application that it was without the needle. I have the impression that the needle is inside the cap. The other syringe has a bent rubber. Pictures received. Contact information received. By the pictures received: batch# 2304334. Material# 324916.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle had a bent rubber. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: from the packaging, 2 syringes were defective. 18.oct.23: add info received. I realized at the time of application that it was without the needle. I have the impression that the needle is inside the cap. The other syringe has a bent rubber. Pictures received. Contact information received. By the pictures received: batch# 2304334. Material# 324916.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone#: (B)(6). H.6. Investigation summary : no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.